Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib and hvsr boards were evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported ma on in error message at boot up. This error will likely cause the system to shutdown uncommanded. There is no report of injury or death associated with the event described in this complaint.